Event description:
Type 1 diabetic male pt. New ibgstar bgm user. Ibgstar indicates glycemias 20 to 50 mg/dl higher compared to previous glucometer. Laboratory results were as follows (no date specified): lab 120 mg/dl; other meter 114 mg/dl; ibgstar 164 mg/dl. There is a risk of hypoglycemia due to possible increase in insulin injection.

Manufacturer narrative:
Meter has not been returned for evaluation. Customer did not suffer harm due to incident. If additional info becomes available an updated report will be sent.